Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is underway. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
A customer reported that an over-infusion occurred during patient use. This occurred during the use of an infusor elastomeric device in association with a 0.5ml patient control module (this report). The device was filled with 26ml of drug solution comprised of fentanyl citrate (20ml) and saline (6ml), both non-baxter products. The patient control module was pressed three times during infusion. It was reported that the ¿actual infusion started at 11:25 on the date of this report and ended at 23:30 on the same day¿. There was patient involvement; however, no patient injury, medical intervention, or adverse reaction was associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured between october 7, 2013 and october 10, 2013. The expected flow rate was 26ml/50 hrs, but the actual infusion ended in approximately 12 hrs. Evaluation summary: baxter received one unit for evaluation attached to and infusor. Visual inspection showed no signs of physical abnormality. A functional flow rate test was performed and the average dispensed volume of the patient control module (pcm) was found to be within specification. The pcm was connected to the infusor for a functional test, and the dispensed fluid rate met specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.